Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s child reported via phone call that the customer blood glucose keeps going high. Their blood glucose was 494 mg/dl. They treated with manual injection. They were assisted with changing the reservoir and infusion set. It is unknown if they were on auto-mode. The device will not be returned for analysis.